Event description:
Info was received that reported a pt was hospitalized on (B)(6) 2010 due an incident of hyperglycemia. Per the report the pt's blood glucose was 215 mg/dl on 10/24 at 10am. By that evening he began vomiting and he was brought to the emergency room. He was admitted and treated with insulin and IV fluids. The device should be returned for evaluation to ensure that it is functioning correctly and did not contribute to the reported incidence, but at the time of this report has not been returned.

Manufacturer narrative:
(B)(4). Customer has not yet returned the device to the manufacturer for device evaluation. When and if the device becomes available and is returned and evaluated the manufacturer will file a follow-up report detailing the results of the evaluation.